Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endoluminal graft repair of an abdominal aortic aneurysm (aaa). Reportedly, when the proglide plunger was removed, no suture was present. Resistance was felt during device removal. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 12f and the aaa repair procedure was completed. The successfully preplaced sutures of the second and third proglide devices were tightened but hemostasis was not achieved. A fourth proglide device could not be inserted into the patient anatomy. Hemostasis was achieved using a hemostatic patch and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue was observed. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.